Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zkb00 intraocular lens (iol) was explanted because the patient could see 20/20 but just was not very happy and is very distressed with blurry vision. A non-amo lens was used as the replacement lens. There was no incision enlargement, vitrectomy or sutures required. Additionally, there was no post-op injury noted.

Manufacturer narrative:
(B)(4). Additional information: device available for evaluation ¿ yes, returned to manufacturer on 09/19/2016. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Visual inspection of the return sample shows the lens is cut in pieces. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. A complaint search related to the production order revealed that no other complaints for this order number were received to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.